Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h11. Due to character limitation, below field are added from e1. Event site address: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse was unable to replicate the issue with a fiber-optic test manifold. A small amount of blood was discovered on the pim externally. This was cleaned by the staff. There was no blood intrusion found. The unit passed all functional and safety tests per manufacturer specifications. The iabp was returned to the customer.

Event description:
It was reported that cardiosave intra aortic balloon (iabp), fiber optic was not working. There was no harm or injury reported to patient.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). Event site name- (B)(6) facility. A supplemental report will be submitted upon completion of our investigation.